Event description:
It was reported that the patient presented for an initial implant. Post procedure, approximately thirty minutes after while still in the post operative area, the patient complained of chest pain and sensation in the center of the chest. An echocardiogram showed a small amount of pericardial fluid. Lead measurements indicated that the atrial lead exhibited high capture threshold. The patient was brought back into the catheterization lab and the lead was repositioned successfully. The patient was stable before, during and after the procedure.